Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis not requiring hospitalization. On (B)(6) 2010, the patient began treatment with continuing intraperitoneal (ip) injections of reflin 500mg daily, tobramycin 40mg daily and heparin 0.5ml 3x/day. The outcome of the event of peritonitis was resolving. The root cause of the peritonitis was unknown. Pd therapy was ongoing.